Event description:
It had also been indicated that during explant the rv lead got insulation damage due to the physician using the lead to "piggy back" guide wire for new lead and to maintain access.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model (B)(4) implantable cardioverter defibrillator (ICD)  2013 (B)(6); 5076 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high coil impedances. The physician could not isolate the issue to the lead or the implantable cardioverter defibrillator (ICD) and elected to explant and replace both. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage. Also, analysis of the device memory indicated a lead impedance out of range alert with an out of tolerance sub-threshold lead impedance alert recorded on (B)(4) and (B)(4) 2013. Analysis of the device memory indicated the impedance on a defibrillation coil was beyond the expected upper range with max defibrillation active can on impedance rises from an approx. Baseline of 75 ohm to greater than 100 ohm the week ending (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.